Event description:
The pt reported having issues with her infusion device operating correctly. The pt indicated that her infusion device would not recognize her button presses. She stated that she would try to activate a bolus and the infusion device would immediately go back to the basal rate menu. The pt indicated that she changed her power pack and the infusion device has been working properly. The pt stated that she has been made aware of the power pack recall and has been changing her power pack every two weeks. The pt stated that the in use power pack was a little less than two weeks old. The pt stated that her blood glucose decreased to 60mg/dl. Her normal range is 80 to 120 mg/dl. The pt stated that she did not know if her infusion device caused her blood glucose to decrease, or if it was the diet plan that she was on because it is hard for her to calculate her carb to insulin ratio. The pt did not report any symptoms with her decreased blood glucose. The pt ate lunch to bring her blood glucose back up. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation. Issue described to agency in recall.